Event description:
It was reported that the pump touch screen is scratched, leading to screen being unresponsive. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.